Event description:
It was reported that the vns patient passed away on (B)(6) 2015. The cause of death and its relationship to vns are unknown. The patient¿s device was explanted and was returned to the manufacturer for analysis. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. There is no evidence to suggest an anomaly with the returned portions of the device. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead. Attempts for additional relevant information have been unsuccessful to date. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.

Event description:
Death certificate was received on (B)(6) 2015 and indicated the following additional information. The patient¿s place of death was in the hospital. Disposition of the deceased was burial. Manner of death was not indicated. Cause of death was respiratory failure (minutes) / status epilepticus (days)/ sepsis (days)/ urinary tract infection (days). Other significant conditions contributing to death were indicated as profound mental retardation, history of stroke, seizures. Autopsy was not performed. Programming history was reviewed for the patient¿s device. The last known settings system diagnostics were from (B)(6) 2010 and were within normal limits.

Manufacturer narrative:
Review of the available programming and diagnostic history.